Event description:
It was reported that a fogarty catheter model 120805fp, lot 63724804, malfunctioned before insertion. The balloon had inflation difficulties. There was no injury to the patient.

Manufacturer narrative:
Our product evaluation lab received one model 120805f catheter. The balloon latex appeared deteriorated and discolored with multiple cracks and a tear evident on the balloon. Leakage was observed through the tear on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tear, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon malfunction was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A pra addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in ongoing. As part of the manufacturing process controls, 100 percent of the units go through a balloon winding and visual inspection. The units should not have bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. The storage conditions for these catheters are specified in the IFU. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.